Event description:
Severe reaction to synvisc [adverse drug reaction]. Case description: regulator-spont report (B) (4) received on 01-apr-2010 from a physician regarding a pt, initials, age and gender unk, whose relevant medical history included an arthritic knee. The pt received the first injection of synvisc, lot# v0918, into the right knee on an unk date. A severe reaction started on (B) (6) 2010 for which the pt was hospitalized. Cultures were taken and were negative after 48 hrs. As of the date of receipt of this report, the pt was still hospitalized. No further info was provided. The qa (quality assurance) investigation results were received on 06-apr-2010. The production and quality control documentation for lot number v0918, expiry date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# v0918, expiry date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.